Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached or missing sensor wire upon sensor removal. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was not able to locate any portion of the sensor wire after removal. No additional event or patient information is available.